Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post implant, the atrial lead exhibited an increase in capture threshold from 0.5 v at 0.5 ms to 1.75 v at 0.5 ms, a drop in p-wave amplitude from 4 mv to 0.3 mv and a drop in impedance from 490 ohms to 360 ohms due to dislodgement. The lead was successfully repositioned. The patient remained asymptomatic.